Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The reported event was unable to be confirmed during the evaluation step of the complaint process because the product was not returned. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper functioning of the product if the lamp burns out during a procedure. This may prevent the discrepancies identified. Specifically the IFU states; instruction manual (chapter 5 operation) when lamp burns out. If the lamp burns out during a procedure, move the lamp selection lever to select the other lamp (lamp b or a) and continue the operation. Replace the lamp after completing the procedure following the instructions given in section 6.2, "lamp replacement". A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. Lamp was turned off during the case, and the user tried to switch lamp with lamp switching lever. However, since lamp switching lever was not in the specified position, lamp did not light, and it is assumed that the picture became dark.

Manufacturer narrative:
The device was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information.

Event description:
The service center was informed that during an unspecified procedure, the light source jiggles out of place and the image was loss. It is unknown if the intended procedure was completed. There was no patient injury reported.